Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had partial display and low battery. The customer¿s reported there are black lines on display, motor error and no delivery. Blood glucose level was unknown at the time of the incident. The customer was advised to pump will be sent back for analysis and will send a replacement. Customer advised to revert to backup plan as per hcp¿s instructions. The insulin pump will not be returned for analysis.